Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 4 months. The patient remains ongoing on lvad support; therefore, the pump is not available for evaluation. The submitted system controller log file showed low speed operation, pump stop, and low flow hazard alarms while connected to the power module. The x-ray images were reviewed and no area of suspected damage was identified. The cause for the alarms noted in the log file could not be conclusively determined as the technical services evaluation of the driveline could not reproduce the events during manipulation of the external portion of driveline or during patient movement to assess the internal portion of the driveline. The suspected short-to-shield issue could not be replicated. The patient was provided with an ungrounded patient cable for use with the power module and no further events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 7 years of support, the patient connected the system controller to the power module and a low flow hazard alarm sounded. There were no alarms when the system controller was connected to battery power. The patient was reportedly asymptomatic. System controller log files reviewed by the manufacturer's technical services representative revealed a suspected short-to-shield condition. Submitted x-rays images were not able to locate a damaged area. Testing of the external part of the driveline by manipulation, and the internal part by patient movement did not reproduce the alarm. It was reported that because the patient is too old for a transplant and a pump exchange is seen as too risky, the plan is to leave the patient on lvad support with the use of a non-grounded patient cable for power module support. No further information was provided.